Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking insulin human injection isophane and insulin human, indication for use not provided. On an unspecified date, while changing the cartridge a little part inside the humapen savvio graphite device, also described as injection screw, simply jumped, also described as detached. This humapen savvio graphite device was associated with (B)(4), lot number 1503v03. The patient operated the device. It was unknown if the patient was trained. The general device model duration of use was not provided. The suspect device use was approximately two months. The suspect humapen savvio graphite device associated with (B)(4) was returned to the manufacturer on 27nov2017. Update 31jan2018: additional information received on 31jan2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, and improper use and storage from no to yes. Added date of manufacturer for the suspect humapen savvio device relating to (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated (B)(6) 2018 in the describe event or problem field. No further follow-up is planned. Evaluation summary: a male patient reported that while changing the cartridge of his humapen savvio device, "the little part inside (injection screw) simply jumped (detached)." No adverse event was reported. Initial screening of the device associated the case with the reportable malfunction "bulkhead failure." Investigation of the returned device (batch 1503v03, manufactured march 2015) found 1) there were tool marks on the device barrel, 2) the cartridge holder end of the housing collar was broken, 3) the cartridge holder engagement tabs were missing, 4) the bulkhead was fractured, and 5) an oily film was present on various components of the device. The oily film was identified by fourier transform infrared spectroscopy as consistent with a fatty acid based substance (e.g. Lard oil). The oil, introduced in the field and not related to the manufacturing process, caused degradation of the bulkhead and housing collar components, causing the device malfunction. Malfunction confirmed. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. The damage to the device occurred while in the field (not related to the manufacturing process).

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Reportable malfunction identified. Investigation in progress.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking insulin human injection isophane and insulin human, indication for use not provided. On an unspecified date, while changing the cartridge a little part inside the humapen savvio graphite device, also described as injection screw, simply jumped, also described as detached. Upon investigation, a bulkhead failure was noted. This humapen savvio graphite device was associated with product complaint (B)(4), lot number 1503v03. The patient operated the device. It was unknown if the patient was trained. The general device model duration of use was not provided. The suspect device use was approximately two months. The suspect humapen savvio graphite device associated with product complaint (B)(4) was returned to the manufacturer on 27nov2017.